Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated ldh results generated on the architect analyzer for one patient. The results provided were: (B)(6) 2018 = 1020u/l which was reported and questioned by the nurse; the sample was retested = 388u/l; another sample from the same patient same day was tested = 201u/l. There was no reported impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from clinical chemistry lactate dehydrogenase, list number 02p56-21, and manufacturing site abbott manufacturing inc, (B)(4), in this report to, architect c8000 system, list number 01g06-11, and manufacturing site of abbott manufacturing inc, (B)(4). MDR number 1628664-2019-00044 has been submitted and all further information will be documented under that MDR number.